Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had out of range low pacing impedance values less than 200 ohms and high pacing thresholds. During the revision for normal battery depletion, the physician elected to replace the lead to alleviate the future risk of failure. The device was explanted, and the lead was surgically capped and replaced. No additional adverse patient effects were reported.